Event description:
Reportedly, the instrument together with 3 reloads was used for a side-t0-side anastomosis which, at the time of completion, seemed to the surgeon to be intact. The pt expired and the post mortem revealed a leak in the anastomosis. Two or three staples in the middle of the row of staples were found to be loose. The report indicated that the person conducting the post mortem was able to pull them straight out. The reported breakdown of the staples was said to be a contributing factor to the death of the pt.